Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
A representative reported that a bridge bolus was not performed. They stated that the patient was not able to tolerate the drug at the lowest dose with 10 mg/ml, so a concentration change was done to 5 mg/ml on (B)(6) 2013. No bridge bolus was programmed. The patient was still unable to tolerate the dose, so it was programmed to minimum rate mode. On (B)(6) 2013 it was programmed again to deliver 5 mg/ml at 0.25 mg/day with no modified bridge bolus programmed, but the patient was unable to tolerate that dose so the pump was again programmed to minimum rate mode. It was reviewed that the patient was actually receiving double the dose that was programmed. It was calculated that the volume of the old concentration had already been delivered since (B)(6) 2013. The medication infused was morphine.